Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittently, the pump battery charge would fluctuate. When plugged into the charger, customer received low battery alerts. Although the battery displayed 0%, the pump continued to function. Blood glucose was 140 mg/dl. Customer continued to use pump and manual injections for insulin therapy.